Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, it was observed that the lead tunneled from subclavian access, and had dislodged. It was also reported there was no tissue around subclavian. The rv lead remains in the patient, out of service. A leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.